Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The lead was explanted during the procedure on (B)(6) 2019. No additional information was reported.

Event description:
New information noted that the right ventricular lead exhibited high impedance and lead fracture was suspected. The device had lived out it¿s longevity. The patient was stable before, during and after procedure.

Manufacturer narrative:
Correction: the lead was capped not explanted.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2019, not explanted.